Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1733101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the mynxgrip vascular closure device (vcd) failed to achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain additional information were made without success a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device, vacuumed lock with stopcock open. The sealant and advancer tube were found remained in the manufactured position as received. It was noted that the sealant sleeve was fully pushed back against the green shuttle hub. The procedural sheath was not returned with the device. The condition of the returned device does not match the description of the reported complaint. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant and advancer tube still in their manufactured positions. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported. However, it is possible that handling factors may have contributed to the sealant not being deployed in the patient and, therefore, being unable to achieve hemostasis. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.